Manufacturer narrative:
Concomitant products: product ID 3387s, lot # v663227, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v674524 , implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that there were low out of range impedances. An implantable neurostimulator (ins) replacement was done on tuesday prior to the date of this report. The replacement was due to the device being at its elective replacement indicator (eri). The patient had seen the healthcare professional on monday prior to the date of this report and had scheduled a quick replacement for the next day, tuesday. It was noted that when the doctor was closing they had checked impedances and contacts 1 and 2 were 27 ohms. Therapy was programmed for c+1- and the patient was getting some symptom relief. Therapy impedance was unknown. Impedance readings were c/0-842, c/1-512, c/2-512, c/3-769, 0/1-907, 0/2-909, 0/3-1284, 1/2-27, 1/3-809 and 2/3-809. Settings were pulse width of 60, rate of 145, amplitude of 2.0, 1-c+ and 8-c+, pulse width 60, rate of 145 and amplitude was 3.2 before implant but was set at 2.8. The patient had had capsule side effect at 3.2. Additional information received reported the cause of the issues was not determined however the values had indicated that the short was probably in the extension. Low impedances had not resolved, the healthcare professional had disengaged the extensions, wiped them off and reinserted but the impedance readings had remained the same. Values had indicated that the short was in the extension on channel 1 and the patient was not prepped for an extension replacement at the time of this report. The patient was programmer to the previous settings and was doing well.